Event description:
It was reported that the patient developed an infection at the pod insertion site on the arm after wearing the device for an unknown duration. The patient also reported insulin leakage from the pod during use and experienced severe pain, malaise, and a large bump at the insertion site. Additionally, the patient reported stress and anxiety associated with the event. On (B)(6) 2026, the patient sought medical attention at (B)(6) medical center, a walk-in clinic, and was diagnosed with an infection that was reportedly attributed to the pod. The patient stated that pod use was discontinued around march following the event; however, during a subsequent call, the patient reported experiencing both high and low levels, with blood glucose levels ranging from 2 mmol/l (36 mg/dl) to 20 mmol/l (360 mg/dl) after taking off the pod and being off product. Treatment consisted of antibiotics and pain medication, although further details were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.